Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor passed with accurate readings.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor triggered a sensor error and displayed signs of damage to it. The blood glucose reading was 185 mg/dl. The customer stated that the sensor had a slight curve upon removal, observing that it split into 2 pieces. She was unable to run the test plug on the transmitter to troubleshoot. She was advised to return the sensor for analysis. Nothing further reported.